Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. The lot history records for the device could not be reviewed because the lot number for the reported device was not available. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon popped on the vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.